Manufacturer narrative:
Weight, ethnicity, and race:unk. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -10.50/+2.50/95 (sphere/cylinder/axis) stuck in cartridge and lens was found torn on (B)(6)2022. The reporter stated "felt a friction force when the icl passed through the cartridge nozzle. It seems that he pushed the lens forward despite of resistance. Since the lens was stuck in cartridge, he discontinued to deliver the lens into the eye. Finally, he found the lens torn." There was no patient contact or injury. A replacement lens was implanted, and the problem resolved.